Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported issue cannot be determined as the device was not returned for analysis. Factors that may contribute to the reported failure to deploy the needles may include, but are not limited to, clamped suture lumens, change position of device during deployment, device orientation. The subsequent treatment appears to be related to circumstances of the procedure. Based on review, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated from ¿yes¿ to ¿no¿

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted with a prostar device after a thoracic endovascular aortic repair interventional procedure. Reportedly, needle at the 10-o-clock position missed the intended opening on the device with two prostar devices. A cut-down with surgical suturing were performed to achieve hemostasis. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3- the date of procedure will be estimated as (B)(6) 2024. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostar referenced in b5 is filed under a separate medwatch report number.